Event description:
It was reported that during routine generator change procedure, it was noted that the set screw was stripped. The pacemaker was explanted and replaced. The patient was stable throughout.